Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose at the time of the hospitalization was 200 mg/dl and they were feeling nauseous, they did not eat for three days and were feeling sick to the stomach. They were released once they were stabilized and the blood glucose reading was 120 mg/dl. The insulin pump was taken off of the customer at the hospital and the device was alarming button error when it was returned to the customer. The customer's blood glucose at the time of the phone call was 162 mg/dl. The customer treated for the high blood glucose with manual injection. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The device passed the displacement, self test and error test. All operating currents were within specification. Off no power alarm functioned properly. The device was unable to be primed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The occlusion test and excessive no delivery test were unable to be performed due to prime/fill anomaly. The motor passed the motor test. The insulin pump had a scratched display window, broken belt clip slot and cracked reservoir tube lip.